Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
.Healthcare professional reported left side "tab on inner package ...struggled to open aseptically." Device was used to complete surgery.

Manufacturer narrative:
Corrected data: h.1 in previous medwatch should have been listed as malfunction.

Event description:
Healthcare professional reported left side "tab on inner package ...struggled to open aseptically." Device was used to complete surgery.